Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a male patient who used super poligrip (formulation unknown) as a denture adhesive. Co-suspect medication included super poligrip original denture adhesive cream ((B)(4)) and fixodent. In 1980, the patient used super poligrip until the time of this report at an unknown dosing. At an unknown time after using super poligrip, the patient experienced nerve damage, zinc toxicity, numbness of extremities, pain in extremity, muscle pain, joint pain, headache, dizziness, weakness, and excessive fatigue. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "zinc toxicity and extensive nerve damage that resulted in symptoms that include numbness and pain in his extremities, muscle and joint pain, headaches, dizziness, weakness, and excessive fatigue." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Follow up information was received on (B)(4) 2011, via fact sheets completed by the patient and/or the patient's attorney. The patient first used upper and lower dentures in 1964 until the time of this report. Poligrip (super poligrip original, super poligrip free, super poligrip ultra fresh, super poligrip extra care with poliseal, and poligrip zinc free) and fixodent (fixodent complete, fixodent fresh, fixodent free, fixodent original, fixodent comfort, fixodent control, fixodent control plus scope flavor) were used from approximately 1980 until the time of this report. The patient was currently using poligrip zinc free. Fixodent was discontinued due to high zinc levels. Denture adhesive cream was used daily, one 2.4 ounce tube a week. The patient had a history of hyperzincemia (onset approximately in the 1980's), diabetes (2000), rheumatoid arthritis (1980), head/neck/back trauma ((B)(6) 2008), myelopathy (1989), injury to spinal cord (1988), degenerated disc syndrome, and herniated lumbar discs (1989). As a result of denture adhesive cream, the patient experienced high zinc toxicity and extensive nerve damage. In 1986, the patient experienced numbness and pain in extremities, muscle, nerve/joint pain, headaches, dizziness, weakness, and excessive fatigue. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).